Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by an implantable cardiac monitor (icm) physician that undersensing "is a continued problem with many patients". The devices remain in use. No patient complications have been reported as a result of this event.